Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed functional testing including displacement test, rewind test and self-test. Pump communicated properly with test guardian link transmitter. No bluetooth communication anomaly noted. Successfully downloaded history files and traces using thus software. The following were noted during visual inspection: minor scratches on lcd window, cracked keypad overlay, cracked case (battery tube), faded serial number label, cracked retainer, scratched case and cracked battery tube threads. In summary, customer alleged no com pump to xmtr not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter and received change sensor alerts. The customer reported no adverse event. The event involved product mmt-7020a,mmt-7020a, mmt-7020a, mmt-7811na and mmt-1780kl. Troubleshooting was performed and the issue was resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1884 and the product was returned for analysis. The product return was requested for mmt-7020a and the product will not be returned for analysis. The product return was requested for mmt-7811na and the product will not be returned for analysis.